Event description:
The customer reported that no image was present from the camera head when it was plugged in during preparation for a laparoscopic procedure. The procedure was completed with another camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. There was no picture due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿no image is displayed¿ was reproduced. The cause of the phenomenon was attributed to faulty cable but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.